Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection of the returned sample, it identified that the sponge was outside the minicap. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated through a nonconformance report. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the iodine sponge was separated from the minicap. This was discovered before patient use. There was no patient involvement. No additional information is available.